Event description:
Customer reports the comfort curve strip vial reports the expiration date as 11/30/2009. Manufacturer reports the expiration date is 11/30/2007. No adverse event reported. Requested return of suspect device and replacement was sent.